Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the hospital due to a vibratory alert for low hv lead impedance. While hospitalized, the patient experienced a tachycardia episode which was not converted by the device and external defibrillation was used to convert the patients rhythm. The device was found to be in back-up vvi mode. The device and lead were explanted.

Manufacturer narrative:
The reported field event of a device reset was confirmed via review of the device image. The device entered backup vvi mode due to a power-on reset. Analysis of the device identified a damaged component in the high voltage output circuitry. The cause of the power-on reset and hv output circuit damage remains undetermined.